Event description:
Bleeding was reported through a hemacartoid patch. Hemostatic pads and biological glue were administered, and this successfully stopped the bleeding. The patch remained implanted and the pt was reported to be fine.